Event description:
Customer reported device base is melting. Customer stated believing the melting was due to the base being still wet from cleaning. No treatment. A request was made for return product and replacement product was sent.